Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a device deactivation issue occurred. A maestro foot switch was selected for use. Maestro controller was also used together with this device. However, during the procedure, the maestro system did not stop ablation after footswitch was released. No patient complications were reported.